Manufacturer narrative:
Investigation summary mgit 960 supplement kit batch 3208520 is composed of mgit panta batch 3208514 and mgit 960 growth supplement batch 3208515. The batch history record review for mgit 960 supplement kit batch 3208520 was satisfactory. No quality notifications were generated during manufacturing. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). One other complaint has been taken on kit batch 3208520. The components of kit batch 3208520 were reviewed and all batch history records were satisfactory at time of release per internal procedures. Performance of each kit component was satisfactory per procedures. Retention samples were inspected for growth supplement batch 3208515 (6 vials) and panta batch 3208514 (10 vials). There were no visible defects with either component. For further investigation, two panta vials were reconstituted with two growth supplement (15 ml each) and two panta vials were each reconstituted with autoclaved water (15 ml each). One panta vial and the remaining media in one growth supplement vial were incubated at 20-25 degrees celsius. One panta vial and the remaining media in one growth supplement vial were incubated at 33-37 degree celsius. At seven days incubation, no growth was observed in any of the incubated vials. Two photos were received to assist with the investigation. One photo showed a panta vial with floating material in the reconstituted vial. One photo showed a reconstituted panta vial sitting atop a kit carton labeled with batch 3208520. No returns were received to assist with the investigation of this complaint. This complaint can be confirmed for contamination by the photos received. Bd will continue to trend complaints for contamination.

Event description:
It was reported that the bd bactec¿ mgit¿ 960 supplement kit had fungus growth before use. This event has occurred 4 times during the year. There was no report of patient impact.

Event description:
It was reported that the bd bactec¿ mgit¿ 960 supplement kit had fungus growth before use. This event has occurred 4 times during the year. There was no report of patient impact.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.